Event description:
Healthcare professional reported left side "hole in radius (edge)." The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿contralateral deflation¿. Device evaluation: visual analysis of the returned device identified: opening, white calcification on the surface of the shell 30%, wear abrasion, crease fold, crater appearance delamination. A leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on anterior side assessed as surgical damage, and delamination of the diaphragm valve assessed as adhesive failure.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side "hole in radius (edge)". Healthcare professional additionally reported, capsular contracture, baker grade IV. The device has been explanted and replaced.